Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: investigation is based on event description and image review. A celect platinum ivc filter was deployed in an infrarenal location without evidence of significant tilt and one of the left lateral primary filter legs appeared to extend into the ostium of a lumbar vein that was faintly visualized on the initial venogram. The follow- up CT scan demonstrates an infra-renal celect platinum ivc filter without evidence of significant tilt or filter fracture. There is extension of the primary filter leg at the 4:00 region into a lumbar vein. There is no evidence of penetration through the lumbar vein or through the wall of the ivc, indicating this does not meet criteria for a grade 2 interaction with the wall of the ivc. The remaining primary and secondary filter legs all demonstrate grade 1 interactions with the wall of the ivc, indicating tenting of the wall. Furthermore, there are no findings of pericaval inflammation and no description of any symptoms that could be attributable to the interactions between the ivc filter in the wall of the ivc. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog# igtcfs-65-1-uni-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: (B)(6): grade 2 filter leg interaction with ivc wall. On (B)(6) 2016, the patient received a celect filter. The primary reason for filter placement was current dvt with a contraindication to anticoagulation due to recent major bleeding. The inferior vena cava (ivc) diameter at the intended filter location was 17.6 mm. There was no ivc anatomic anomaly or thrombus noted in the ivc prior to filter placement. A celect® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The access site was the right internal jugular vein. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. Filter tilt was < 6 degrees. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. Analysis of the placement procedure venacavagram revealed an ivc diameter of 13.6 mm. There was no ivc anatomic anomaly or thrombus noted in the ivc prior to filter placement. There was no evidence of filter deformation or migration. Filter tilt was < 0.6 degrees in the ap view. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after filter placement. On (B)(6) 2016 (day of index procedure), the post-procedure x-ray was completed. The site reported no evidence of filter fracture, embolization, or migration. Filter tilt was < 6 degrees. Analysis revealed no evidence of filter fracture, deformation, or embolization. Migration was not assessed. The angle of filter tilt in the ap view was 7.1 degrees and 2.3 degrees in the oblique view. On (B)(6) 2017, (71 days post-procedure), the patient underwent an unscheduled abdominal and pelvic CT scan. It revealed no evidence of filter fracture, deformation, embolization, or migration. Filter tilt was < 6 degrees and a grade 2 filter leg interaction with the ivc wall was noted. The investigator determined that filter strut penetration of the ivc wall was definitely related to the study device and that the device did not malfunction or deteriorate in characteristics or performance. No treatment was provided (query in place). An additional query has been placed regarding the patient¿s clinical sequelae. Analysis review of the CT is not yet available. Patient outcome: the patient remains in the study.